Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The customer has not reported any further issues. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na and ci for gen.2 results for 2 patients tested on a cobas 6000 c (501) module. From the data provided, 1 patient had discrepant sodium and chloride results and 1 patient had discrepant sodium result. For patient 1: the initial sodium result was 120 mmol/l with a repeat result of 133 mmol/l. The initial chloride result was 106.4 mmol/l with a repeat result of 94.3 mmol/l. For patient 2: the initial sodium result was 132 mmol/l with a repeat result of 143 mmol/l. The results in question were not reported outside of the laboratory.